Event description:
The pt presented to physician with cuff fully exposed. The catheter needed to the exchanged. The sutures were in for one month and the catheter cuff was found exposed five days post removal of sutures.